Event description:
It was reported that a aiqca with lot 65654021 had different blood pressure readings compared to an aiqcl. Rep tested an aiqca cuff on his ring finger with a hem monitor then switched the cuff to his index finger. Falsely high blood pressure readings were displayed. The systolic values were as high as 165, and diastolic in the 110 range for both fingers. The pressures would drop down to 141/95, but remained consistently higher than rep's historical baseline. Rep then used an aiqcl with the monitor which read more accurately than the aiqca. Rep noted that his hands are larger than average. There were no patient injuries.

Manufacturer narrative:
The device was discarded after the case. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. However, an investigation was initiated to assess for any manufacturing related processes which could be correlated to the lot number. A supplemental report will be forthcoming when the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. The adult cuff (aiqca) has been tested and shown to be accurate on fingers with circumferences ranging from 43 to 71 mm. It also has been tested and shown to be accurate when compared to blood pressure measurements from an arterial line. However, an in depth investigation to confirm device functionality or potential manufacturing issue could not be performed since the device was not returned and no objective evidence such as product samples, imagery, or videos were provided for investigation. Reviews of the DHR, lot history and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the reported complaint. As such, based on available information, a definite root cause is unable to be determined at this time. A product risk assessment was initiated to address the increase of occurrence. Current risk mitigation(s)/control measure(s) include 100% visual inspection, 100% electrical test and qa sampling inspection.